Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported perforation (shunt) appears to be due to patient conditions. The reported heart failure (decompensated left ventricle), cardiac arrest, and hypoxia were due to the shunt. The reported tachycardia was due to suprarenin (regional anesthesia). Perforation, tachycardia, heart failure, cardiac arrest, and hypoxia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions, medication required, and hospitalization were results of case specific circumstances as the patient was then defibrillated, a non-abbott artificial heart pump was then implanted, suprarnin was administered, and the patient remained hospitalized. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2-3. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted and deployed on the mitral valve, reducing mr to trace. However, while extubating the patient, reanimation was required. The left ventricle had decompensated, the blood pressure dropped, the respiratory rate dropped, and suprarenin (regional anesthesia) was administered, causing ventricular tachycardia (vt). The patient was then defibrillated. The rhythm returned to normal, and the hemodynamics stabilized. A non-abbott artificial heart pump was then implanted. It was noted that the patient had a right to left interatrial septal shunt (ias) due to significant tricuspid regurgitation (tr). It was noted that regarding the anesthesia, the shunt was a factor for decompensating the patient. It was noted that the drop in oxygen was due to the shunt. The clips were noted to be stable and attached to both leaflets. The patient was reported to be stable and discharged.